Event description:
The initial reporter received a questionable elecsys cea assay result from one patient sample tested on the cobas e 801 analytical unit. The initial result was <0.300 ng/ml with a data flag. The repeat result was 2.43 ng/ml with a data flag. The repeat result was deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace did not indicate any issues. The investigation did not identify a product problem. The cause of the event could not be determined.